Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The proximal setup joint (suj) was installed onto a golden system where the 32101 error was triggered indicating fault on the acu pca, replicating the reported event. The unit was then installed onto a patient fixture test platform (pftp) where the unit failed to disengage the horizontal brake. A golden acu was installed and retested the unit with passing results. Once testing was completed, the acu pca was aba tested and was verified to be the source of the fault. The probable root cause is attributed to issues on the acu pca on the suj. This issue was resolved by replacing the suj.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal setup joint (suj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on field evaluation. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure that repeated 32100 errors occurred against axes controller unit (acu) 3. The intuitive tech support engineer (tse) had the customer perform a hard power-cycle, but the issue remained. The surgeon disabled arm 3 and continued the procedure. There were no reports of patient injury. The issue was escalated to intuitive field service. Procedure was completed as planned. There was no patient harm. Intuitive received the following additional information via follow up: the system did not present any errors when initially powered on for the procedure.